Event description:
Reference number (B)(4). Event occurred in turkey it was reported that the patient encountered infusion set needle break on (B)(6) 2024. The site of insertion was leg. The infusion set was in use for 3 days no further information available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: turkey since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.